Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover and dust covers were missing, what was also confirmed by a photographic evidence. It could not be clarified when covers were lost, the staff suspects that covers fell off during cleaning. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the device has been repaired by mounting covers. Function test and electrical measurement were performed. It was established that when the event occurred, the surgical light did not meet its specification due to missing cover, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing covers from a spring arm is moderate. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 015181 en 09 pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 015181 en 09 pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 22nd february, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 22nd february, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover and dust covers were missing, what was also confirmed by a photographic evidence. It could not be clarified when covers were lost, the staff suspects that covers fell off during cleaning. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Previous h4 device manufacture date: 06/11/2017 corrected h4 device manufacture date: 06/27/2011

Event description:
On 22nd february, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover and dust covers were missing, what was also confirmed by a photographic evidence. It could not be clarified when covers were lost, the staff suspects that covers fell off during cleaning. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.